Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following-due to damage on plug unit, the image is not displayed, with the most probable cause traced to a component failure and incompatible scope (error 315), for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonvideoscope had incompatible scope (error 315). The event occurred during inspection for use. There were no reports of patient involvement.